Event description:
It was reported that the bd q-syte¿ bi-extension set octopus piece broke and caused prostin to leak out. The following information was provided by the initial reporter, translated from dutch to english: "octopus piece broken off in orange lumen of cl causing leakage of prostin." "Did the defect affect a patient? More or less. The medication (prostin) that was running had to be doubled. The question is whether this had to be done anyway or whether it was due to the leakage of the infusion."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of component damage ¿ leak was not confirmed since a physical sample is required to confirm the reported defect. The supplied photos were examined, and it could be seen that there is breakage at the male connection site of the product. The breakage seen in the photo is commonly caused when excess force is applied to the product. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review was not performed since no batch number was reported. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ bi-extension set octopus piece broke and caused prostin to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: "octopus piece broken off in orange lumen of cl causing leakage of prostin." "Did the defect affect a patient? More or less. The medication (prostin) that was running had to be doubled. The question is whether this had to be done anyway or whether it was due to the leakage of the infusion."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ bi-extension set octopus piece broke and caused prostin to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: "octopus piece broken off in orange lumen of cl causing leakage of prostin." "Did the defect affect a patient? More or less. The medication (prostin) that was running had to be doubled. The question is whether this had to be done anyway or whether it was due to the leakage of the infusion."